Event description:
The manufacturer received a report from the national joint registry that contains unpublished collected data on the usage and the outcomes with the tornier shoulder system. The report details analysis provided for procedures performed between april 2012 ¿ may 2022. During the review of the report, it was identified that on (B)(6) 2016 a patient required revision surgery due to periprosthetic fracture, which was not previously reported to the manufacturer.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number were not communicated. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.